Manufacturer narrative:
Additional information: d10, h6. Additional h-3 summary: representative samples were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv453; pebdzkr0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional animal events.

Event description:
It was reported that an animal underwent an unknown procedure in 2019 and suture was used. During the sutures, the strands pulled off the needle. No change regarding the operative room. No patient consequence reported.